Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the ceramic head and poly liner, and for shell malposition. The patient's shell, head, and liner were revised. Rep can provide additional images,and reported that no further information will be available.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the ceramic head and poly liner, and for shell malposition. The patient's shell, head, and liner were revised. Rep can provide additional images,and reported that no further information will be available.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Reported event an event regarding maposition involving a trident shell was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned